Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated sodium (na) results on a patient. The results provided were: pt#2 = 164 / 140 mmol/l. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical data. A search performed for other customer complaints associated with the ict module (09d48-03) and for the ict probe (list number 09d63-03) found no trends for falsely elevated sodium results. A review of manufacturing records found no issues associated with the customer's complaint for the ict module, the ict probe, or the architect c4000 analyzer. On a site visit, the abbott field service engineer replaced both the ict module (ln 09d28-03) and the ict probe (ln 09d63-03) which resolved the issue. A review of architect c4000, serial number (B)(4), service history did not identify any related issues. A review of labeling found adequate information regarding maintenance, component replacement, specimen collection and handling, result interpretation, and troubleshooting of the reported issue. Based on available data and information the ict module (ln 09d28-03) and the ict probe (ln 09d63-03) are performing acceptably with no product deficiency or malfunction identified. Concomitant medical products -aero ict probe(aeroset/c8000); list # 09d63-03.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.